Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the struts along the length of the crimped stent, whereby the struts were slightly lifted from the stent profile. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 294mm from the end of the hub. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 05-may-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right artery. The 90% stenosed, 34mmx3.00mm, eccentric target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After a 7f non bsc guide catheter and a non bsc guidewire crossed the lesion, pre-dilation was performed with a 2x10mm maverick balloon catheter. Subsequently, a 38x2.75 promus premier¿ drug eluting stent was advanced but failed to cross the lesion even after multiple dilatations. The lesion was dilated again but the stent still could not cross the lesion. The procedure was completed with a 3x34 non bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break and stent damage.